Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a normal device check. Episodes of non-sustained ventricular oversensing were noted. Review of the episodes showed that morphology of the noise resembled myopotential. Programming changes were made. Further actions will be discussed with the physician.